Event description:
It was reported that the pt was scheduled for bypass surgery. However, an attempt was made to perform ptca of the total chronic occlusion in the rca. The guide wire became stuck in a side branch and the distal portion of the guide wire detached when it was being withdrawn from the pt. The pt is going to surgery for bypass and removal of the separated guide wire.